Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR# 234265-2013-0122-0122 and 234265-2013-0122-0123. It was reported that during a percutaneous coronary intervention, catheter was unable to pull pack. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending . A f/g atlantis sr pro² was used for visualization of the lesion. The connection of the catheter was unstable, error message was appeared as the unconnected and connected catheter crossed the lesion, then unable to do pullback. The procedure was completed with another f/g atlantis sr pro². The patient is in good condition.

Event description:
It was further reported that the lesion was moderately calcified. Manual pullback was not attempted.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).